Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a rau lerson syringe / introducer needle assembly and several other components. Functional testing confirmed that the connection between the syringe and needle was loose. Excess lubricant was observed on the tip of the syringe and inside the luer taper of the introducer needle. A review of manufacturing records did not yield any relevant findings. However, the probable cause of this issue is manufacturing related. Further investigation has been initiated with the manufacturing site.

Event description:
It was reported the procedure was being performed in the anesthesia department. The physician noticed that the connection of the introducer needle with the raulerson syringe was too loose during insertion. As a result, the physician used a new kit for the procedure which was successful. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4).